Manufacturer narrative:
Investigation results - 1. Return qty. (B)(4), 30k fsi-sli-10s fg-kd, (B)(6) bul per manufacture date. Test method / gp005-wi02. Inductance: gauge ID# (B)(4) due: 12/31/2026 result 3.03. Meets spec does not meet spec n/a. Tip condition: - meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a. Tested on: g130 gage ID# (B)(4) due date: 03/31/2025 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec n/a. Spray: - meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a. Vibration: - meets spec does not meet spec n/a. Grip condition: meet does not meet spec n/a. Other visual observation: insert tip is broken at the edm hole. Insert was tested on a digital thermometer i.d.#(B)(4). Due date:09/30/2025. The temperature was 73.4 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed. Investigation results -2. Return qty. (B)(4), 30k fsi-sli-10s fg-kn, (B)(6) bul per manufacture date. Test method / gp005-wi02. Inductance: gauge ID# (B)(4) due: 12/31/2026 result 3.07. Meets spec does not meet spec n/a . Tip condition: - meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a. Tested on: g130 gage ID# (B)(4) due date: (B)(6) 2025 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec n/a. Spray: - meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a vibration: - meets spec does not meet spec n/a. Grip condition: meet does not meet spec n/a. Other visual observation: insert tip is broken at the edm hole. Insert was tested on a digital thermometer i.d.#(B)(4). Due date: (B)(6)2025. The temperature was 80.3 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.

Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins,pkd insert broke during use in the patient's mouth. The broken part was swallowed. The patient was examined by their pcp and x-ray confirmed tip was ingested. The pcp is following progress but they have not ruled out surgery to remove.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.